Manufacturer narrative:
Device investigation narrative - eleven incisor blades were returned for evaluation. Three used devices were returned and evaluated. One device is missing its rubber seal. This condition can cause the device to wobble during use. The other two used devices show no damage. All three devices were functionally tested, the inner blades rotated freely within the outer blades, no friction was felt in the unloaded condition. The devices were then functionally tested under power. The testing confirmed the wobbling of the device without the seal, however all other devices that were tested performed as intended. A review of the manufacturing records confirmed all components required for this product build were issued to the work order. No abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the blades were wobbly and then just fell apart. There was a reported ten minute procedural delay with no patient injury or surgical complication.